Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the threads were stripped for the battery compartment and cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: . No stripped threads or damage was found to the battery compartment. The returned battery cap had stripped threads and was unable to secure to the returned pump or a test pump. A new test battery cap was able to fully secure to the pump with no yellow o ring showing and was used to complete testing. No defect was found with the returned pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.